Event description:
It was reported that a burr separation occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 1.75mm rotapro was selected for use. At the course of the procedure, it was noted that the rotaburr got separated. The device was removed with the use of a guide extension and balloon. The procedure was completed with this device. No further patient complications were reported.

Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual inspection found that the burr and coil were detached. The detached burr was able to be removed from the rotawire with no resistance or issue. Majority of the coil was found to be stretched from the handshake connection to the distal end of the coil indicating tensile force was applied. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. It was considered likely that the reported events occurred as a result of factors encountered during the procedure.

Event description:
It was reported that a burr separation occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 1.75mm rotapro was selected for use. At the course of the procedure, it was noted that the rotaburr got separated. The device was removed with the use of a guide extension and balloon. The procedure was completed with this device. No further patient complications were reported.